Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was well past end of service (eos), and it began alarming shortly after the last follow-up. It was not possible to review the alerts, because telemetry was unable to be stabled upon attempting to interrogate the device. It was likely that the alert was for excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.